Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center (tsc) after observing out-of-range quality controls (qc) on a dimension vista 1500 instrument. During a review of the instrument files, it was discovered that qc for multiple methods and a phosphorous calibrator had been dispensed into aliquot wells that other qc material had already been dispensed into. Qc samples for mass creatine kinase mb isoenzyme (mmb), troponin (ctni), immunoglobulin m (igm), immunoglobulin g (igg), immunoglobulin a (iga), high sensitivity c-reactive protein (hscrp), ethyl alcohol (etoh), ammonia (amon), lipase (lipl), valproic acid (valp), urea nitrogen (bun), aspartate aminotransferase (ast), phosphorous (phos), and human chorionic gonadotropin (bhcg) resulted within range despite being dispensed onto other qc material. Other qc samples for vancomycin (vanc), alpha-fetoprotein (afp), carcinoembryonic antigen (cea), lithium (lith), thyroid stimulating hormone (tsh), bun, phos, and ast resulted out of range. No patient samples were affected due to the qc samples being dispensed into aliquot wells that other qc material had already been dispensed into. There are no reports of adverse health consequences due to the qc or phos calibrator being dispensed into the same aliquot wells as other qc material.